Event description:
It was reported that during a robotic lower bowel resection procedure, the device was in the patient, but did not work. The case was converted to open. It was not known if there were any patient consequences.

Manufacturer narrative:
(B)(4). Follow-up response: what is meant device did not work? Did not staple. Who fired the device? Dr (B)(6). What devices were used for proximal and distal transection? Ethicon endopath ets ats45 flex. How was procedure performed? (Open, lap or hals) robot lower bowel resection. Which purse-string suture technique was used? Competitive 65mm purse string. What other devices were used for transecting and/or closing otomies? Ethicon endopath. Was there a recent conversion to ees devices in this account or with this surgeon? 0. Has the person firing been trained on how to use the ees circular device? 0 surgeon has been trained. Has the o.r. Staff been trained in preparing the ees circular device? Yes. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No crunch. Was more than one firing stroke required to hear the crunch? 0. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Yes. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? 0. Did firing handle/trigger return to its original (pre-fired) position without intervention? 0. Was the breakaway washer completely cut through? 0. Were staples observed in the tissue? No. What did the staple form look like? 0. Were any staples present? No. What area of the staple line were staples missing? The whole staple line. Was the safety reset before removal attempted? Yes. Were any removal issues experience? None. Type of removal issues? 0. How many counter-clockwise revolutions were used to open the device? 0. Was buttressing material used? 0. What product was used? 0. Was the safety reset before removal attempted? Yes. Were there two complete tissue donuts? 0. Were all tissue layers present in both donuts when inspected? 0. What was the patient¿s pre-op diagnosis? Rectal prolapse anterior rectocele ¿ severe constipation. Did the patient have pre-existing conditions that could have impacted the patient¿s health/surgical outcome? 0. Has the patient undergone any radiation or chemo therapy? 0 no. Were there any comorbidity concerns (diabetes, crohn¿s, auto-immune disorders, coagulation issues, etc.)? No. Did the issue change the patient¿s post-operative care? Yes, patient did end up with a temp colostomy. If yes, what changed? Is there any additional information you would like to share relative to the issue? What is the patient¿s present condition? Is a pathology specimen available? 0 are there any x-rays and/or picture available for analysis? The analysis results found that the cdh33 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.